Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 0 and fault ID 0x2199. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. Tandem technical support confirmed the shipping address and advised the caller about the steps to take upon receiving a replacement pump with updated software. Training will be available in their tandem source account. The caller understood the instructions and is expected to return the problematic pump via ups within 10 days using a return box and pre-paid label.